Manufacturer narrative:
(B)(4). Approximate age of device ¿ 45 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a review of the patient's system controller data in clinic revealed a low speed operation event. The patient was reported to be asymptomatic. A system controller log file was submitted to the manufacturer's technical services representative for review. Three separate incidences were observed in which the speed dropped below the low speed limit on (B)(6) 2016, with the lowest pump speed at 6920 rpm. These events coincided with elevations in pump power to over 10 watts. The patient's system controller was exchanged. As of (B)(6) 2016, it was reported that there were no additional speed drops.

Manufacturer narrative:
No equipment was returned for evaluation. The report of low speed operation events was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. The log file captured three events where the pump speed decreased below the low speed limit. It was reported that the center exchanged the patient¿s system controller and no further low speed events occurred. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.